Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a planned revision of a c stem implant due to a neck fracture on the stem. Patient undergone surgery to remove stem. No complications arisen from this at time of this email.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (DHR) review was conducted by the manufacturing site for the finished device 157014070, lot number d14092704, it was manufactured on 29-sep-2014. 15pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.